Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays including elecsys estradiol iii assay, elecsys total psa immunoassay, and elecsys vitamin d assay. Of the data provided, only the results for estradiol were discrepant. Patient 1 initial result was >3000 pg/ml and the repeat result was 33 pg/ml. Patient 2 initial result was <0.5 pg/ml and the repeat result was 440 pg/ml. This patient was female. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 252578. The expiration date was requested but was not provided. The customer was advised to use 15mm primary sample tubes and no further issues were reported.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.